Manufacturer narrative:
At this time, the lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the serial number on the initial information was incorrect, and the right ventricular (rv) lead was actually the one that was surgically abandoned. This right atrial (ra) lead had noise and out of range pacing impedance values that were less than 200 ohms. The ra lead remains active, however due to the impedance issue and patient condition of atrial fibrillation the lead was programmed to vvir. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise. No additional adverse patient effects were reported.